Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer was incoherent due to bg level but did not lose consciousness. Customer's care giver provided carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.